Event description:
Boston scientific received information that this patient had post-operative checkup following the right ventricular (rv) lead repositioning due to high pacing thresholds. Acute rv threshold was measured with varying results and rv output was programmed. Other data was measured and rv pacing indicated intermittent 2nd degree type ii hb. Further, patient experienced a significant hematoma at the pacemaker site post-procedure thus, drain was inserted. X-ray had not been performed however, rv lead micro- dislodgement was suspected. Further results will be provided once available. No additional adverse patient effects were reported. This rv lead remains in service. Additional information indicates that the patient had been transferred to the cardiac monitor bed due to acute rv lead threshold result. No obvious rv lead dislodgement was confirmed at x-ray. However, the pacemaker site/drain continued to swell and redness on the site was noted. The pacing system were then explanted. No additional adverse patient effects were reported. The rv lead is explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance measurement, cathode, anode and hipot test were performed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.